Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Broken cannula was found and missing broken part. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the transmitter did not blink when connected to the sensor. The sensor was missing the electrode. Customer's blood glucose level was 172 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.